Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit returned. There was no report of serious injury or harm. The device was returned to the third-party service centre, and observed device fail in pressure sensor verification, pca with electrical damage. There was no error has been identified.